Event description:
The customer states the device has a critical failure, red x and is beeping. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.